Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. During laboratory analysis it was identified that this device exhibited premature battery depletion.